Manufacturer narrative:
The product should be used (according to its intended use) to support soft tissue where weaknesses exist. It appeared the customer used the product off-label in the jaw, where it is in close contact with bone material, which makes it difficult for the product to degrade. The infection of the pt healed after removing the product.

Event description:
The surgeon used the product to cover the alveolus of the maxila inferior in order to make a bone craft. The surgeon sewed the vivosorb sheet over the tissue exposing vivosorb to bacterias. After surgery, an infection occurred and the wound had to be reopened. Vivosorb was removed.